Event description:
It was later reported that the explanted lead was implanted sometime in 2012 with month and date unknown. The model and serial number were not recorded and are unknown. The lead was discarded after surgery. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high impedance in the last adjustment, an x-ray was taken and evaluated by the neurosurgeon, who requested that the currents be reset (turned off). It was reported by family members that there was physical trauma to the system that may have attributed to the high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available.

Event description:
Lead revision surgery took place and patient is doing well. It was reported that during surgery dissection was difficult and a skin laceration occurred due to difficulty tunneling, correction of the skin laceration from difficulty tunneling was completed after installation of the new lead. The explanted device has not been received to date. No other relevant information has been received to date.